Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle hub had a hole in it that leaked. The following information was provided by the initial reporter, translated from spanish: "you can see that the syringe has filtration in a part of its structure therefore it cannot be used."

Event description:
It was reported that the bd precisionglide¿ needle hub had a hole in it that leaked. The following information was provided by the initial reporter, translated from spanish: "you can see that the syringe has filtration in a part of its structure therefore it cannot be used."

Manufacturer narrative:
H.6. Investigation summary: it was reported there was a filtration in a part of the needle structure. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a needle assembly connected to a syringe. The syringe has solution and the needle has no plastic shield. When the syringe plunger rod is pressed down the needle assembly shows leakage from the needle hub. No other defect or imperfections were observed. A device history record review was completed for provided material number 305107, lot number 1300553. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.